Event description:
It was further reported that the lead was explanted and replaced.

Event description:
It was reported that the patient went to followup after there was a patient alert on the right ventricular lead. Oversensing was observed on the electrogram. No sensing was also seen on the electrogram. Information also indicates there was an out of tolerance lead impedance. A revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead integrity alert triggered. Programmer data shows one patient alert for lead failure predictor on (B)(6) 2012 08:22:56. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 08:22:56. There was also oversensing, with 12 ventricular non-sustained tachycardia episodes of less than or equal to 210 ms between (B)(6) 2012 09:57:12 and (B)(6) 2012 15:25:45.